Event description:
During a device change out the shock impedance was greater than 150 ohms. Tried disconnecting and reconnecting the lead several times but still had the same results. Physician decided to cap and replace this lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.